Manufacturer narrative:
The user facility returned the electro surgical unit (esg-100) and footswitch (model: wb950243/sn.(B)(4)) to olympus for evaluation due to a potential problem on the middle button on the footswitch in which the preset was changed. The reported phenomenon was not duplicated based on the evaluation performed, as a functionality test was performed using customer¿s footswitch and verified that there was a communication between esg and the olympus test afu-100 (peristaltic pump). When the special button (a middle button of the footswitch) was pressed, the afu's pump flow could be activated or deactivated without issue. There were no irregularities found on the footswitch middle button, the pedal or on the device¿s bipolar/monopolar connectors, and contact quality monitors. A visual inspection on the communication board of the electrosurgical unit was performed and found burn marks on r28 resisto, but it did not cause any issue during inspection. A review of the devices history log revealed the following error codes: e232, e307, e332, and e397; however, these errors were not observed during inspection and didn¿t affect the functionality of the device. The root cause of the reported event could not be conclusively determined since the customer¿s peristaltic pump and accessories were not returned for evaluation. However, the burnt r28 resistor on the communication board may have contributed to the reported complaint.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the patient's bowel was perforated as the footswitch feature mode changed from coagulation mode to cut mode. The user facility reported that it is believed that the surgeon may have stepped on the footswitch in error while locating the first polyp, causing the coagulation mode to change; however, this could not be confirmed by the surgical staff. There was moderate blood loss reported. The patient underwent open surgery to repair the perforated site and remained hospitalized for 3 days for observation. The patient was then discharged home in stable condition. Additionally, it was reported that an olympus colonovideoscope (model/sn: unk) and a non olympus snare was used during the procedure with the generator. The generator default setting were coag 15/120 cut during the procedure and there were no error codes observed. The user facility reported that the instruments, cable and the connection were inspected prior to the procedure with no anomalies found.